Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery the needle of the ar-13995n scorpion broke off inside the patient shoulder. The surgeon has tried to retrieve the part back out of the patient but was not successful. The part remained inside the patient.